Event description:
Independent repair center: customer alleged is not listed and the key failure is the tie wraps caused leaks. However, as stated on the (irs) itemized repair statement the o2 outlet is broken.